Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 578 mg/dl and the cause was not known. A correction via the pump was delivered to address high bg. A pump system check was performed and no device issues were identified. The customer declined to change the infusion set at the time of the report. Tandem technical support advised the customer to discuss the event with a healthcare provider.